Manufacturer narrative:
Product complaint # ==> (B)(4). Additional information was requested and the following was obtained: age 53, weight 90.26 kgs, bmi 35. Other relevant patient comorbidities? History of psoriasis. Product code and lot number? Don¿t know. Were there any intra-operative complications during initial implantation in 2011? No describe any medical/surgical intervention for urethral exposure including dates and surgical findings - no surgical intervention for urethral exposure undertaken at this point. What is physician¿s opinion as to the etiology of or contributing factors to this event (urethral exposure) -unknown. What is the patient's current status? On-going investigations.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Other relevant patient comorbidities? Product code and lot number? Were there any intra-operative complications during initial implantation in 2011? Describe any medical/surgical intervention for urethral exposure including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event (urethral exposure)? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure in 2011 and the mesh was implanted. The mesh exposure was seen at further cystoscopy in 2011 but patient was asymptomatic. The patient has been found to have a urethral exposure of mesh. The patient was referred to the mesh center. Additional information has been requested.